Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had air bubbles within the cartridge. The customer's blood glucose (bg) was impacted; however, the bg level was not provided. Although requested, additional information was not provided.